Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Four (4) months post procedure the patient experienced a cerebral vascular accident. The patient was hospitalized for three (3) to four (4) days following this event and then spent four (4) days in a rehabilitation center. The patient was still having vision issues following this event. One (1) month later the patient experienced a second cerebral vascular accident. The patient was hospitalized for three (3) to four (4) days following this event and then spent four (4) days in a rehabilitation center. The patient had speech issues following this event. The physician restarted the patient on eliquis following this event.